Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h4, h6 and h11. Corrected field: b5, d9. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found image noise and was worsen when angulated a lever/moving the bending section. Based on the results of the investigation, the most probable cause of the reported issue is traced to component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report:'it was reported that there was no picture.'

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope image was missing during inspection for use. There were no reports of patient involvement.